Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h1, g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing (4117/3233): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts were sent to the customer who was unable to provide additional information. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to character limitations. The full name should read: (B)(6) medical center. Not returned to manufacturer.

Event description:
Received via medwatch report # (B)(4). Registered nurse (rn) noted intra-aortic balloon pump was not augmenting or filling appropriately, contacted nurse practitioner (np) from cardiovascular intensive care (cvicu) who confirmed finding at bedside. Upon inspection of tubing, found blood indicating balloon rupture. Pressor requirements quickly escalated with mean arterial pressure 40-50 eventually requiring norepinephrine, neosynephrine, and epinepherine. Additional providers notified and cardiologist, fellow and cardiovascular intensivist came to bedside to exchange balloon and pump. Patient experienced oxygen desaturation during procedure and disorientation requiring intubation and ventricular tachycardia requiring cardioversion that return to rhythm; however patient was pulseless electrical activity (pea) as there was no palpable pulse. Cardio pulmonary resuscitation (CPR) began, code team called and return of spontaneous circulation (rosc) achieved. Unfortunately balloon was not saved; however pump and tubing connected to the balloon were turned over to biomed. This report is for the intra-aortic balloon pump identified as device # 1. The associated intra-aortic balloon (iab) identified as device #2 will be reported on a separate medwatch, that MFR report # will be provided on a supplemental report.